Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The contact stated that the infusion set tubing was loose and thought that this may have been the cause of the occlusion. There was no reported impact to the customer's blood glucose level.